Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was fired but failed to achieve hemostasis. Upon removal, the device became stuck in the tissue track. The dilator was inserted into the access ports, but failed to release the locking mechanism on the thumb advancer. Counter traction, twisting and turning of the device was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.